Event description:
It was reported to the manufacturer by the facility (B)(6), per the facility the resident was being transferred from wheelchair to the bed. Patient slipped out of the sling, fell to the floor and hit her head. The resident was transported to the hospital for evaluation and treatment. The resident was admitted to the hospital for observation. The resident sustained a head laceration that required 9 staples. The facility investigated the incident and determined the resident was assigned the wrong sling. The sling and lift were inspected and both were determined to be in good working condition. The staff was retrained as well. The lift being used at the time of the incident was an invacare reliatn 450, serial # (B)(4). Complaint # (B)(4) were entered into our system.